Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable low troponin t hs result for one patient sample. The initial testing gave no numeric result, but a data flag. The sample was repeated and the result was 3.17 pg/ml. This result was reported outside the laboratory. The doctor suspected the result based on the history of the patient and asked for repeat testing. The repeat result was 80.96 pg/ml which was believed to be correct. The patient was not adversely affected. The reagent lot number and expiration date were requested, but were not provided. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. It was noted the customer was not using the required sample tube rack adapters. This may have allowed the sample to lean in the rack and cause sampling issues.